Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2020 as part of the exalt d scope 01b clinical study. There were no reported malfunctions associated with the exalt scope. The patient had a history of bile duct stones/gallstones, 2 previous ercps, a prior biliary sphincterotomy (major papilla), and a prior stent placement. Reportedly, the patient experienced an event of epigastric pain on (B)(6) 2020. The patient was given oxy 5 and protonix to treat the pain. The patient was also hospitalized on (B)(6) 2020 as a result of this event. The event was resolved and the patient was later discharged on the same day. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device has not been returned.

Manufacturer narrative:
Block g3: e7158 exalt dscope 01b clinical study. Block h6 (patient codes): patient code 1685 captures the reportable event of abdominal pain requiring treatment. Patient code 3191 captures the reportable event of hospitalization. Block h10: the returned exalt model d single-use duodenoscope was analyzed, and a visual evaluation noted that there was no evidence of any damage or defect on the shaft or tip of the device. No fogging or condensation was noted on or in the lens. No damage was noted to the elevator, with no sharp edges observed. The elevator was moved by engaging the elevator control lever on the handle and no problems were observed with the range of motion or forces required of the elevator. The tip was articulated using the knobs on the handle, and no problems were observed with the range of motion or forces required to articulate the tip. The shaft of the catheter was manipulated and no abnormalities on stiffness were observed. No other problems with the device were noted. The reported event was not confirmed. A medical review was performed by boston scientific's medical safety team and stated that the clinical event of abdominal pain is anticipated in nature and severity. Based on the investigation findings, the conclusion code selected for the reported event is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2020 as part of the exalt d scope 01b clinical study. There were no reported malfunctions associated with the exalt scope. The patient had a history of bile duct stones/gallstones, 2 previous ercps, a prior biliary sphincterotomy (major papilla), and a prior stent placement. Reportedly, the patient experienced an event of epigastric pain on (B)(6) 2020. The patient was given oxy 5 and protonix to treat the pain. The patient was also hospitalized on (B)(6)2020 as a result of this event. The event was resolved and the patient was later discharged on the same day. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.